Event description:
It was reported that when an asymptomatic patient presented in clinic for routine clinical follow-up, the device exhibited post-paced t-wave oversensing. The oversensing was noted on store egm. Programming changes were made; device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.